Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in early 2006 that an endostat ii electrosurgical unit was used during a procedure (patient gender, age and weight are unknown). According to the complainant, it was reported that "unit works fine on bipolar, however on monopolar it does not work under 40 watts." No information was available for patient complication as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "not applicable".

Manufacturer narrative:
Product evaluation of the returned device revealed that the device appeared to be in good condition. All knobs and buttons seemed to be working correctly. Functional evaluation found the device was within expected tolerance. The cause of the reported malfunction is undetermined. The device history record for this serial number was reviewed; no prior service events for this device.